Event description:
On 03-may-2024, a spontaneous report was received from the united states via email regarding a female (age not provided) consumer who used thermacare menstrual 8hr heat wrap. On an unspecified date, the consumer topically applied a thermacare menstrual 8hr heat wrap as directed by package instructions. After 4 hours of applying the heat wrap, the consumer took it off to see why it was burning so much. The consumer saw the second-degree burn. She noted it was very painful. No additional information was provided.

Manufacturer narrative:
The site investigated this complaint by reviewing the device history records and manufacturing controls. The review of the device history records, batch thermal records, and production controls met the product release criteria. Consumer reports a burn. The cause of a wrap being too hot is inconclusive since review of records does not provide evidence to support defective product. There are pre-identified risk factors that could cause a wrap to be too hot listed in the hazard analysis (rpt-000097160). In addition to these hazards, there are multiple risks that are outside the control of the site. These include things like age, skin condition, medical conditions, device use error and off-label use. These include things like age, skin condition, medical conditions, device use error and off-label use. The warning labels on our product states if product feels too hot - stop use or wear over clothing. This is an adverse event for a wrap too hot and a risk calculation cannot be determined as there is no reasonable suggestion of a device malfunction.